Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in a moderately tortuous and severely calcified right coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed without any issue noted and the procedure was completed with a different device. No patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and contrast in the balloon. The balloon was loosely folded. The device was soaked in a water bath for an hour to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 3mm proximally from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in a moderately tortuous and severely calcified right coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed without any issue noted and the procedure was completed with a different device. No patient complications nor injuries reported.